Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported experiencing poor cutting with the vitrectomy probe from the beginning of a procedure. The issue was resolved after the product was replaced. There was no harm to the pt.